Event description:
It was reported through a literature article that an angio-seal was selected for use following a pre-deployment angiogram. The patient ambulated two hours after closure and 6-8 hours after manual compression was applied. Four patients developed a pseudoaneurysm. IV unfractioned heparin was given after sheath insertion. Additional heparin administered approximately every 30 minutes to maintain act of 200-250. Also received gp/iib/iiia receptor inhibitor with abciximab 0.25mg/kg bolus followed by 0.125 mg/kg each hour IV infusion for 12 hours. Also received aspirin 281-325 mg a day. The incident date is between july 1997 and april 2000. The literature source was: vascular complications with newer generations of angio-seal vascular closure devices. No additional information is available.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is a possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.